Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter was giving the error 4 error message. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 at 5:00 am, the patient obtained the error message error 4 on the reported meter. The patient took no actions due to the meter issue. At 5:15 am, the patient experienced the symptom of shaking. The patient did not seek any medical attention or treatment. During the troubleshooting telephone call, the customer care advocate (cca) determined the test strips were in good condition and within opened expiration dating. The cca also determined the patient's testing technique was incorrect and the meter was not programmed for the correct calibration code number. The issue was resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient's testing technique was incorrect, which may have lead to the error message. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the meter issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.